Manufacturer narrative:
It was reported that after two days of contact lens wear, the patient's eyes became red, itchy, and light sensitive. The patient was seen by their ecp on (B)(6) 2015 and was advised to stop wearing contact lenses and use preservative free lubricating eye drops every hour until their follow up visit. On (B)(6) 2015 the patient returned to their ecp and stated that their eyes were feeling better. Based on the diagnosis (punctate keratitis with an epithelial swirling pattern on the central area of the right eye) the ecp recommended a corneal specialist. On (B)(6) 2015 the patient had another follow up visit with the ecp and the patient's corneas still showed diffuse keratitis with positive fluorescein staining. Again, the ecp recommended a corneal specialist and it is unknown at this time if the patient was treated by a corneal specialist. A supplement report will be submitted once the investigation is completed, and/or if additional medical information is received.

Event description:
.

Event description:
Cvi received additional medical information from the consumer's corneal specialist, providing the following information: the consumer had a trace of epithelial staining and edema (ou), diagnosis was punctate keratitis (ou), the consumer had temporary decrease in visual acuity, the complaint has fully resolved (on (B)(6) 2015) and visual acuity is unchanged, the complaint did not result in any permanent conditions, and medical intervention was not required to preclude permanent impairment of eye function or structure.

Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the reported event.

Event description:
After two days of contact lens wear, the patient's eyes became red, itchy, and light sensitive. The patient was seen by their ecp on (B)(6) 2015 and was advised to stop wearing contact lenses and use preservative free lubricating eye drops every hour until their follow up visit. On (B)(6) 2015 the patient returned to their ecp and stated that their eyes were feeling better. Based on the diagnosis (punctate keratitis with an epithelial swirling pattern on the central area of the right eye) the ecp recommended a corneal specialist. On (B)(6) 2015 the patient had another follow up visit with the ecp and the patient's corneas still showed diffuse keratitis with positive fluorescein staining. Again, the ecp recommended a corneal specialist. Returned lenses were received by the manufacturer and inspected. The results of the inspection confirmed a defect. The reporting of this event is based on the direct causal relationship of the event with the product defect.